Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device clips were occasionally shooting out of the jaws and the device was not firing properly. The site continued to use the device. There was no pt consequence.